Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second penumbra smart coil (smart coil) evaluated. The pusher assembly was kinked approximately 2.5 and 119.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the first and second smart coils revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the resistance experienced during advancement. Further evaluation of the returned devices revealed that the pusher assemblies were kinked. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01336.

Event description:
The patient was undergoing a coil embolization procedure in the left cavernous sinus to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance; therefore, the physician fixed the deflections of the microcatheter and guiding catheter, and successfully deployed and detached the smart coil in the target vessel without further issues. The physician then deployed and detached another smart coil in the target vessel. Next, the physician changed the position of the microcatheter and attempted to advance another smart coil; however, similar resistance was encountered again at the same position as with the first smart coil. Therefore, the physician fixed the deflections of both the microcatheter and guiding catheter; however, the smart coil would not advance. Therefore, it was removed. The physician then attempted to advance a new smart coil through the microcatheter; however, the same failure was encountered again and the coil was removed. The procedure was then completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.